Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was brought to the hospital because of blood glucose was over 600 mg/dl and positive diabetic ketoacidosis. Customer experienced symptoms such as nausea, vomiting, abdominal pain, difficulty breathing and increase urination or decrease appetite or dry mouth. The customer was assisted with troubleshooting and declined. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that she had already tried all the possible steps we could possibly did to correct this high blood glucose. The insulin pump will returned for analysis.